Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23175. The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient's right lead has pulled out of the ipg header. As a result, it was interfering with the patient's stimulation. Subsequently, the patient underwent surgical intervention on 03/05/2015, where the patient's leads were reconnected. The patient reported effective stimulation postoperative.